Manufacturer narrative:
Investigation: visual inspection: during the investigation of the m. Blue, scratches on the outer housing of the valves, but no significant deformations or damage was determined. During the investigation of the progav 2.0, deposits on the device could be determined. Permeability test: a permeability test has indicated that both valves have blockages. Computer controlled test: due to the blockage, no measurement could be determined. Adjustment test: both valves were tested and are not adjustable. Braking force and brake function test: the brake functionality test of both valves has shown that the brake function is operational, however the braking force cannot be measured due to the non-adjustability of the valve. Internal inspection : after dismantling of the valves, deposits were found in m.blue and progav 2.0. Results : based on our investigation results, we can determine a blockage and adjustment difficulties in the shunt system. The determined deposits can be named as the cause for the functional deviation. Proteins in the cerebrospinal fluid can influence the function temporarily and are known side effects in hydrocephalus therapy. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a m.blue plus (#fx804t) was implanted during a procedure performed on (B)(6) 2021. According to the complainant, the valve caused an underdrainage. The patient underwent a revision procedure. The complainant device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 21 months. Height: 78 centimeters. Weight: 11 kilograms. Gender: male.